Event description:
It was reported that the customer had a sensor issue. His or her blood glucose was unknown at the time of reporting. The customer stated that the sensor was missing an electrode. The sensor is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.